Event description:
It was reported that the patient experienced an allergic reaction. The patient had a ¿terrible reaction¿ to tape and glue. It was later reported the patient had a severe allergic reaction to the adhesive used on the implant site. The health care provider (hcp) reportedly used steri strips and the patient had a massive migraine since implant. The device implant area had redness, swelling, blisters, was itching and burning. The patient went back to the hospital she was implanted on (B)(6) 2014 for the allergic reaction. The patient reportedly came home sunday, (B)(6) 2014. The patient had tried to reach her implant surgeon¿s office but he was on vacation since her implant and no one had called her back. The patient had been calling the hcp¿s office since (B)(6) 2014 and left messages. It was noted the patient was extremely frustrated and felt this was the worst service she had ever received from a hcp. It was then reported the patient had been re-admitted to a different hospital on (B)(6) 2014 for the migraine as well as due to vomiting and a fever. It was reported no hospital wanted to treat the patient because of her pump implant. It was also noted later per a device manufacturer representative that the patient had voiced her concerns to her pain hcp. Later that same day, the patient called back and was very frustrated. She had left messages with the surgeon¿s office every day since her implant and no one had called her back still. It was then reported the patient had been in touch with her pain management hcp but he didn¿t do the implant so he couldn¿t help her with the implant site. The patient had an appointment with her pain management hcp on (B)(6) 2014 and would discuss her migraine headaches. Later the same day, a device manufacturer representative spoke with the hcp¿s office, a clinic nurse. The nurse indicated she had the call logs into the office and the patient¿s husband had been calling on the patients behalf. One call from the patient that was taken by the after-hours answering service was recorded and the patient had refused to talk to the on call hcp regard ing her issues. The hcp¿s office had documented that they gave the patient¿s husband instruction on how to manage the migraine headache and the hcp was return on (B)(6) 2014. It was noted the patient was to call the hcp¿s office to try to get scheduled as an add in. The patient was called back and relayed the information. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported the device manufacturer representative had indeed followed up with the patient¿s pain health care provider (hcp) and he was aware of the patient¿s symptoms. She had called their clinic multiple times. The hcp would be seeing the patient for a pump adjustment as well. The hcp had directed the patient to call her implanter¿s office. No further information was provided. Patient outcome and interventions weren¿t provided. Additional information has been requested but was not yet available as of the date of this report. A follow-up report will be submitted if additional information becomes available.